Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe generator to resolve the grounding pad recognition issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed and the reported failure could not be reproduced. Errors m-0b and c-84 were present in the error log. The unit energized and cauterized and all ports recognized instruments. Upon visual inspection, the erbe was in good condition. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the erbe generator was not recognizing the grounding pad. The planned procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer tested the grounding pad on another generator and it worked normally. It was not specified if ports were placed on the patient at the time of the event. There was no injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The unit was sent to and evaluated by the original equipment manufacturer (OEM). The reported failure could not be reproduced. The unit was fully functional and passed all the required and recommended tests. There were no faults found with the unit. All bipolar and monopolar sockets were connected. The error logs showed an m-0b error, this error is usually associated with neutral accessories or settings.